Event description:
It was reported that after surgery, it was observed that the attachment device would not run and was broken. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and had failed the thimble set screw assessment. Therefore, the reported condition was confirmed. It was determined that the device was frozen as a result worn out bearings. It was determined that the set screw was loose because the locktite had deteriorated through the sterilization process. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.